Event description:
It was reported by repair work order that the customer alleged that the patient-right locking spindle will not lock due to a broken pivot block. No adverse consequence or clinically relevant delay in treatment was reported.